Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - impact code.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke on the periost above orbital rim outside the orbit, and the surgeon was not able to retrieve it. The exact location of the residual needle (approximately 4 mm) was identified with radiography imaging. Revision surgery is planned. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a2, a3a, b3, b7 additional information was requested, and the following was obtained: date and name of index surgical procedure? 17.10.2024, upper bilateral blepharoplasty with internal brow elevation. The diagnosis and indication for the index surgical procedure? Dermatochalasis and brow ptosis what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open surgery on what tissue was the suture used? Periost and roof (retro-orbicularis fat) what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? Interupted what instruments were used to grasp the needle? Needle holder where was the needle grasped during use? At the beggining of the needle body was more than half the needle retained in the patient? Aprox. Half of the needle has the patient undergone the 2nd procedure to remove the needle piece? Not yet. Does the piece/device remain retained in the patient's tissue? Yes if the piece(s) were retained, where are they located/in what structure? In periost above left orbital rim. If retained, have there been any patient consequences? No please describe any medical/surgical intervention required for this suture event including dates and results. / did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Except breakage no other anomalies. Other relevant patient history/concomitant medications? Healthy female 46 yo what is the physician¿s opinion as to the etiology of or contributing factors to this event? Unappropriate needle position when entering periost. Should be paralel with periost¿ what is the patient's current status? Healthy, no pain or other problems.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: has patient undergone the procedure for the removal of the broken needle fragment in the meantime? No, second procedure was not performed. Was there any adverse impact to the patient? Patient does not have any problems or any pain regarding retained needle. With CT scan it is confirmed, that is located firmly in periost in the superficial cranium above orbital rim. If removal surgery has not yet been done, when is it planned or scheduled for? At the moment we decided for observation with patients consent. If second procedure will be done, I will let you know.